Event description:
It was reported that this right ventricular (rv) lead with the implantable cardioverter defibrillator (ICD) was exhibiting high out of range pacing impedances. The pacing impedances were gradually rising. There was no evidence of oversensing. This rv lead remains in service. No adverse patient effects were reported.